Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safe-clip¿ needle clipping and storage device was "not clipping syringes". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd safe-clip needle clipping and storage device was "not clipping syringes". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd safe-clip¿ needle clipping and storage device was "not clipping syringes". No serious injury or medical intervention was reported.